Event description:
It was reported that the patient presnted with pocket erosion and the pacemaker was visible through skin. It was reported that the patient had infection. The patient had fallen down and that caused bruising over the pocket that may have led to the erosion. The pacemaker, right atrial lead and the right ventricular lead were explanted on (B)(6) 2018 and were replaced on (B)(6) 2018. The patient was stable during and post procedure.